Manufacturer narrative:
(B) (4).

Event description:
The patient woke up with no stimulation sensation and no pain relief. There was no known accident or incident related to the event. The patient did change batteries in her patient programmer to make sure that it wasn't the programmer. The patient was at home. Her status was reported to be "fair". Follow-up with the patient's healthcare professional was recommended. Additional information has been requested, a follow-up report will be sent if additional information becomes available.